Manufacturer narrative:
Tracking #.50663. D6: device returned with no lot ID. Based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was observed to be rec'd in good physical condition, with no anomalies observed. The instrument was examined and was found to be functional. The instrument was then reloaded, cycled, fired, and formed all staples properly. The staples were measured and were found to be within specs. No conclusion could be reached as to why the reported instrument's "staples did not form distally" during surgery.

Event description:
It was reported during a low anterior resection the surgeon states that the staples did not form distally (toward the open end). He closed device then fired. Upon transecting the colon with a scalpel he noticed fecal matter oozing from the vicinity of the staple line. The cst stated that the firing trigger was not touched until the surgeon fired the stapler. Surgeon completed the case by a hand suture over sew. It was reported that it was the first time the surgeon had used the stapler. There was no consequence to the patient.